Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilation; however, the balloon ruptured. The device was completely removed from the patient and despite the balloon rupturing, the procedure was completed. No patient complications were reported and the patient's status was good.